Event description:
The customer returned the product for a line blocked alarm three days prior, which had been resolved by placing a new infusion site. The person with diabetes (pwd) also reported that an infusion site had not adhered properly and indicated a need for replacements for both sites. During investigation, a bent cannula was identified. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. The patient is a non-hispanic/latino white male born on (B)(6) 1960, weighing 280 lbs.

Manufacturer narrative:
H3: one device was returned for evaluation. Visual inspection was performed and the adhesive pad appeared to have been used. The cannula was observed to be bent from the original position. No other physical damage or other anomalies observed. Functional testing was performed where an occlusion test was conducted on the returned samples and flow was observed for the occlusion test. The line block alarm could not be replicated, however, the line block, adhesion complaint is confirmed based on the condition of the returned cannula and description of the failure.